Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient's implanted system was fully explanted earlier in the week of (B)(6) 2015. The reason for system explant was because the battery was dead, overdischarged, and the physician wanted to upgrade to a MRI-safe system. No patient symptoms were reported and the indication for use was spinal pain. A supplemental report will be submitted if additional information is received.